Event description:
It was reported that this pacemaker exhibited undersensing of r-waves and loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) reviewed and recommended potential programming changes for the device. This pacemaker and lead remain in service. No adverse patient effects were reported.